Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a dice procedure on (B)(6) 2026, the display flickers; device randomly turns off and then randomly turns itself back on. The procedure was sucessfully completed with the same unit when it turned back on. No significant delay, about a minute. No patient harm reported. No negative impact in state of health reported.